Event description:
It was reported that the patient presented in clinic for an initial implant procedure on (B)(6) 2021. The procedure was completely successfully, but upon fluoroscopic examination, the right atrial (ra) was found to be dislodged. The physician re-opened the pocket and repositioned the ra lead successfully. The patient was stable throughout the procedure.